Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that, "two cmac blades failed during intubation on the same patient". No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: as the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. Based on the available information, the failure description and similar complaints, most likely root cause of the reported defect was wear of the adhesive on the tip of the c-mac blade, caused by wear during use and the preparation process. The leaky adhesive bond allowed moisture to penetrate the product, affecting the electronics and causing the blade to fail. For this reason, it can be assumed that an operating error led to the blade failure. The event is filed under internal karl storz complaint ID: (B)(4).